Event description:
It was reported that this patient noted beeping tones from their implantable cardiac resynchronization therapy defibrillator (crt-d) and upon review, an alert had been declared due to a single low, out-of-range pacing impedance measurement (less than 200 ohms) from this right ventricular (rv) lead. The patient was evaluated in-clinic, where the impedance had raised to approximately 250 ohms. Provocative maneuvers were performed, which produced small artifacts, but these were not over-sensed. Furthermore, there were no recently stored episodes, and the patient was not pacemaker dependent. Nevertheless, the physician is continuing with close remote monitoring to assess the lead performance. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.